Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a biliary stenting procedure on an unknown date. According to the physician, the stent was implanted at the papilla for treatment of a stricture due to chronic pancreatitis. The stricture was approximately 4cm in length. Following stent placement, the stent was measured on x-ray to be about 9.3cm long. The physician remarked that the stent appeared longer than the labeled length. The physician also stated that the stent may have been placed higher than was preferred but was "ok otherwise." Six days following the stent placement, the stent was noted to have migrated "a little internally, not a lot." The physician noted that the stent chosen may have been too long for the patient. The migrated stent obstructed the patient's left hepatic duct. As a result, the patient developed an abscess. The stent was removed and a plastic stent was inserted. The abscess was treated with antibiotics and a percutaneous drain. Following the stent removal, the patient remained in the ICU. The physician stated that the patient had " a variety of problems, not all related to the sepsis." It was noted that the patient was malnourished as well. Following removal of the stent, the stent was measured to be 6cm, the length as labeled. The physician reasoned that the stent may have appeared longer due to the patient's long stricture, which may have squeezed the stent and elongated it.

Manufacturer narrative:
Event date is unknown implant and explant dates are unknown; however, it was reported that the stent was removed after 6 days. (B)(4): event of stent migrated. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.